Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a mid urethral sling procedure performed in 2009. According to the complainant, the procedure was successfully completed. Approximately one week post procedure, the pt developed eosinophilia. There were no signs of retention or mesh rejection. The physician reported that the vaginal incisions looked "good". The pt was diagnosed with an infection and prescribed tamiflu and antibiotics. The pt is currently stable and continuing to be monitored. The physician noted that the device was most likely not the cause of the pt's condition.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information a supplemental medwatch will be filed.